Event description:
It was reported that an end user who is paralyzed and has no sensation below the hips, was self-catheterizing with a hollister advance plus intermittent urinary catheter when she noticed blood on the tip of the catheter upon withdrawal. It was reported that the end user inspected the catheter tip more closely after noticing blood and observed a complete cut about 1 inch from the tip, with the end portion of the catheter missing. As a result of this observation, it was reported that the end user underwent a cystoscopy to determine whether the missing tip was present in the bladder or lodged in the urethra. It was reported that following the procedure, it was confirmed that no foreign material was found in either location, and the incident was considered to be isolated.

Manufacturer narrative:
Representative samples from the same lot were tested in the plant and passed all testing. The DHR review was completed and no issues identified. No manufacturing irregularities or quality issues were identified in the production records. The root cause of the reported severed catheter tip cannot be determined. No complaints have been received for a similar issue for this product over the last 4 years.